Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Monitoring reported episodes showing noise on the atrial and farfield channel of this lead. Atrial sensing amplitude reported <0.5 mv. Rv pacing impedance gradually increasing. Shock impedance appeared stable. Noise was reproducible during office testing. Data to be presented to physician for next steps. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.